Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for eval. The rrad (radiolucent right angle drive) attachment used with the drill bit was returned and evaluated. On inspection of the attachment it was confirmed that part of the drill bit was still stuck in the attachment. It was visually confirmed that the drill bit had broken from the ultem section (drill bit guide) of the product. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows: part number: 4100355000, serial number: (B)(4).

Event description:
It was reported that during a t2 humerus surgery, the drill bit broke at the base, where the bit is attached to the rrad attachment. It was also reported that there was no pt or user injury and there was no delay to surgery. It was further reported that another drill bit was readily available and the procedure was completed successfully.